Event description:
A user facility reported to olympus that all of the leds on the front panel were blinking. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The reporter resolved the problem through troubleshooting with the assistance of olympus technical support via the phone. Technical support directed the reporter to check a switch due to possible sticking. Upon checking the switch, the reporter noted it was stuck and corrected the problem. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 3 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.